Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The patient was pacemaker dependent, and the device was replaced.

Event description:
The pump was returned for device recertification. The customer reported to largo customer service a pump with failure code 810:11. This event occurred during set up in the pcu. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: a baxter service technician evaluated the pump for failure code 810:11. The reported condition was confirmed due to an air sensor base line that was too high. The problem can be fixed by air-in-line (ail) board calibration or replacement. This pump will not be processed at this time because it is a stay-in device. The pump passed all functional tests. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4); (B) (4): this event occurred during set up in the intensive care unit (ICU).

Event description:
It was reported by the pt that he underwent a cervical fusion procedure from l3-l7 using rhbmp-2/acs. Reportedly, ever since implantation, the pt has had problems with the device which includes fever, chest pains, arthralgia, heart palpitations, and "disappearing veins."

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as a colleague 2006.

Event description:
The account alleges that the brake pedal will not remain engaged and the brake caster swivels, when the brakes are engaged, resulting in the brake will not hold.

Manufacturer narrative:
(B) (4)